Event description:
The distributor reported on behalf of their customer that the smi (B)(4), (B)(6) suture passer, was being used during a shoulder arthroscope procedure on 2aug21 when it was reported ¿the instrument was broken near to jaw which is common for all autopass.¿ the procedure was reported as having been completed with a ½ hour delay. Further assessment questioning found that the jaws of the device had stopped opening and closing. There was no fragmentation of the device. The patient was reported as being in good status; however, there was prolonged hospitalization, and the procedure was converted to an open procedure in order to retrieve the suture by other separate needle to repair the tendon per the reporter. This report is being raised on the basis of injury due to the procedure being converted to an open procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, was being used during a shoulder arthroscope procedure on (B)(6) 2021 when it was reported ¿the instrument was broken near to jaw which is common for all autopass.¿ the procedure was reported as having been completed with a ½ hour delay. Further assessment questioning found that the jaws of the device had stopped opening and closing. There was no fragmentation of the device. The patient was reported as being in good status; however, there was prolonged hospitalization, and the procedure was converted to an open procedure in order to retrieve the suture by other separate needle to repair the tendon per the reporter. This report is being raised on the basis of injury due to the procedure being converted to an open procedure.

Manufacturer narrative:
The device is not being returned but video evidence was provided that confirmed the reported problem. A review of the device history record was requested from the supplier but to date has not been received. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, was being used during a shoulder arthroscope procedure on (B)(6) 2021 when it was reported ¿the instrument was broken near to jaw which is common for all autopass.¿ the procedure was reported as having been completed with a ½ hour delay. Further assessment questioning found that the jaws of the device had stopped opening and closing. There was no fragmentation of the device. The patient was reported as being in good status; however, there was prolonged hospitalization, and the procedure was converted to an open procedure in order to retrieve the suture by other separate needle to repair the tendon per the reporter. This report is being raised on the basis of injury due to the procedure being converted to an open procedure.